Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the solenoid valve. He replaced the solenoid valve to repair the bed.